Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported icls that related surgeons have changed the sizes of due to patients' retina problems or other issues. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: the reporter stated that the lens were not opened. There is no complaint. Claim# (B)(4).